Event description:
It was reported while using bd syringe with hypodermic needle precisionglide the needle penetrated through the shield and punctured a worker's finger. The following information was provided by the initial reporter: date of event- (B)(6) 2022. One of our physicians stuck themselves today with one of these syringes.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary two pictures of a 10ml luer-lock syringe with a 20x1 inch needle attached (p/n 309644) were received and evaluated. One photo shows the entire syringe with the needle attached in a sealed package and the tip of the needle shield is broken, the second photo is a close-up photo of the same syringe showing the damaged needle shield tip. The condition observed is non-conforming per product specification. Potential root cause for the broken needle shield defect is associated with the assembly process. The batch number is unknown, therefore defective rate cannot be identified. Batch number is required to determine if corrective actions are necessary. The batch number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported while using bd syringe with hypodermic needle precisionglide the needle penetrated through the shield and punctured a worker's finger. The following information was provided by the initial reporter: date of event- 18-mar one of our physicians stuck themselves today with one of these syringes